Manufacturer narrative:
Citation: satomi et al. Transcatheter aortic valve replacement for structural valve deterioration after aortic valve neocuspidization. Catheter cardiovasc interv. 2025 jul;106(1):610-620. Doi: 10.1002/ccd.31583. Epub 2025 may 14. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transcatheter aortic valve replacement for structural valve deterioration after aortic valve neocuspidization. The study "population" included 11 patients. Multiple manufacturers¿ devices were implanted in the study population; one patient was implanted with a medtronic evolut fx bioprosthetic valve. Clinical observations potentially associated with the evolut fx valve included: residual aortic regurgitation requiring implant of a second valve, unspecified cardiac structural complication, unspecified procedural or valve-related complication, arrhythmia requiring permanent pacemaker implant, prolapse of noncoronary valve cusp, elevated gradient of 11 mmhg, and decompensated heart failure. No further information was provided pertaining to medtronic products.